Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels. The customer's blood glucose level was 43 mg/dl. The customer could not remember their username and password to log on to carelink. The customer was assisted and no further details were provided.